Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to incontinence. It was noted that the balloon lost its pressure, and a bubble was found in the pump. A new device was implanted with no additional patient complications reported.